Event description:
It was reported that the rear rotation knob on the holster broke during a breast biopsy. There were no pt consequences reported. One device to be returned.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint found this was due to a broken e-clip. To correct the customer complaint, the analysis site replaced the e-clip. The site also found the unit consistently caused l3-018 and l3-017 error codes and this was due to the translational and rotational cables, and to correct the issue the site replaced the translational and rotational cables. The black cable was replaced due to it had a broken connector, the analysis site replaced two missing case screws, and the shroud was cracked and was replaced. As part of the service process, the port shaft, coil pin, spade assembly, and the spur gear were replaced. After servicing, the unit passed qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.